Event description:
It was reported that pump displayed a cartridge change error and customer experienced very high blood glucose, which was shown as ¿high¿ on meter with no specific value available. Customer gave correction insulin by injection and did not need help from emergency services or other third parties. A replacement pump was arranged under warranty. Customer planned to use multiple daily injections as backup therapy, was instructed to place pump in storage mode and return it using provided materials within the required time.